Event description:
It was reported that when using the bd pyxis¿ es server, the interface message was sent twice for a single medication removal. The physician removed one fentanyl at 444, but the epic interface appeared to have received two removal messages: one from order number # (B)(4) and one from order # (B)(4). However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remotely accessed the medstation enterprise application server and reviewed device event reports within the application for the specified timeframe, medication, and user. The tss confirmed that only a single medication removal transaction was recorded during that period. The tss then reviewed the transaction records within the database for the same criteria and verified that the activity reflected one dispensing event associated with the removal. The tss also reviewed outbound system messages related to the transaction and confirmed that only one outbound message was sent from the server. The interface engine was checked and confirmed that two identical messages were received on 3/24 at approximately 4:48 a.m. In total, three messages with the same message ID from pyxis were received. The top two entries in the screenshot were exact duplicates and filed into ord (B)(4) and ord (B)(4) in epic for fentanyl dispenses from the pyxis. Pyxis sent the same message more than once, epic treated each message as a new event, and this caused duplicate fentanyl dispense records/orders to be created in epic. The system functioned as intended after technical support specialist troubleshot the device.